Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 had issue, cannot close the doors while on recovery stage. And device was not connected to bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 experienced a malfunction, displaying the error message "device not connected to bus". A field service engineer addressed the issue by cleaning and reseating the row board cable header connection on the drawer board for drawer 4.2. Following the repair, all components tested successfully in hardware test application (hta) and/or the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 had issue, cannot close the doors while on recovery stage. And device was not connected to bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.